Manufacturer narrative:
The closurefast device was returned and analyzed. Upon visual examination, a kink at approximately 68.4cm proximal to the distal tip was found. The catheter did not pass continuity and resistance functional testing. Upon examining the coil under magnification,it was observed that the thermocouple region of the coil had a hole /cut. This failure may have cause an interference with tc junction in the coil. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician performed a radiofrequency ablation procedure using a closurefast catheter. It was reported there was an error message dis played on the machine, saying that the catheter is damaged or not functional and to replace the catheter. Upon inspection of the catheter, it was observed that the catheter was bent. The procedure was finished using a second catheter. No injury to patient was reported.